Event description:
It was reported that pump displayed malfunction alarm code 12 without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset steps, and malfunction did not recur, so customer was advised to continue using pump and to call back if any malfunction appeared again.